Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the groove or gap of the distal end of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device and found the reported phenomenon. The subject device is currently undergoing evaluation at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional and corrected information. Olympus medical systems corp. (Omsc) got the updated information as follows; the subject device has not been returned to omsc but was returned to olympus india for evaluation. Olympus india checked the subject device and confirmed that the forceps elevator of the subject device had foreign object due to user handling. Regarding the previous initial report of 8010047-2021-12254, omsc noticed that "g3: date manufacturer received" was incorrect. The correct date is "september 2, 2021", not "september 1, 2021". "September 2, 2021" is the date when it was found there was the foreign object on the distal end of the subject device during the incoming inspection for repair at olympus india. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However omsc presumed, as well as the former similar case, there was the possibility this phenomenon was attributed to the inappropriate user¿s reprocessing based on the report of olympus india. [Notes] the instructions for safe use (IFU) of reprocessing manual shows the brushing method around the forceps table in the following items. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet in addition, the instructions for safe use (IFU) of reprocessing manual has the following description. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. From the above, it is probable that the reported phenomenon could be prevented. If additional information becomes available, this report will be supplemented.